Event description:
Event description boston scientific received information from the patient that this cardiac resynchronization therapy-defibrillator (crt-d) is not working properly, and that he experiences fibrillation daily. The allegation was added to an emergency room (ER) report that indicates the patient was experiencing angina, and was scheduled for a follow-up examination the next day. A boston scientific field representative reported that neither he nor his colleagues have additional information available at this time to confirm or refute the patient's allegations.

Event description:
Boston scientific received information from the patient that this device was not working properly. The patient reported that they experience fibrillation daily. New information indicates that the patient was presented to the emergency room for angina, and was scheduled for a follow-up examination the next day. A boston scientific field representative reported that neither he nor his colleagues have any additional information available at this time to confirm or refute the patient's allegations. Subsequent information received indicates that the patient has retained legal counsel and filed a lawsuit. There were no specific allegations against the functionality of the device within the claim. The claim has since been settled and/or dismissed.

Event description:
--

Manufacturer narrative:
The device has been explanted for normal battery depletion and was returned for analysis. Analysis is on going.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately and met all design specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.